Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
In or around 2016 provider delivered wheelchair to mrs. (B)(6). On (B)(6) 2024 mrs. (B)(6) just completed shower and sat in unit and was maneuvering to obtain water in the home. Mrs. (B)(6) alleged without toggling joystick the unit allegedly moved on its own surged forward into the wall/entryway causing unit to pitch forward. Consumer allegedly fell out and was injured.